Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed normal battery depletion. (B)(4): we also received performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters. This type of por severity is low. The device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive linear accelerator x-ray radiation for cancer therapy. Parity error occurred on (B)(4) 2009. Also noted, was that the device was approaching eri.

Event description:
It was reported that a patient with an implanted pacemaker underwent radiation therapy prior to finding the pacemaker at power on reset parameters. It was further reported that, subsequently, the battery voltage was low and the pacemaker output settings were high. No patient complications were reported due to this event. The pacemaker was removed and replaced.